Event description:
It was reported that during a da vinci-assisted surgical procedure, small clips from the small clip applier came off and fell into the patient¿s anatomy. Each clip was successfully retrieved, and no clips or fragments were left inside the patient. The customer indicated that the small clip applier instrument will not be returned for evaluation.

Manufacturer narrative:
The customer stated the small clip applier instrument will not be returned.